Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "on (B)(6) 2025, skin closure was performed using skin staples. On november 15, redness and swelling developed at the staple sites, leading to skin infection. After treatment, the infection resolved. The skin staples were removed, wound dressing changes were intensified, and antibiotics were administered to combat the infection." No patient harm or injury. The patient status is reported as "fine".